Manufacturer narrative:
The reported events were inadequate capture and extra cardiac stimulation. The reported event of inadequate capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.

Event description:
It was reported that a patient presented for an implant. During the implant procedure, the left ventricular (lv) lead high capture threshold and diaphragmatic stimulation. The lv lead was not implanted. The patient was recovering following the procedure.